Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported there was high impedance on the right ventricular (rv) lead and high capture threshold on the right atrial (ra) lead. Both rv and ra leads were explanted and replaced during a normal generator change out procedure. The patient was well after the procedure. Related manufacturer reference number: 2938836-2019-15063.

Manufacturer narrative:
A complete lead was returned in two segments for analysis. Insulation abrasion was noted at 9.6-10.0cm from the distal tip, exposing the inner coil. This is consistent with the observation from the field of high capture threshold.